Event description:
It was reported that several proultra tips # 6 separated in patient's mouth. The tips were retrieved in all cases without injury.

Manufacturer narrative:
Though the separated tips were retrieved and there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention of preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr (B) (6)). Therefore, this event is reportable per 21 cfr part 803. One tip was returned, visually inspected, and found to have separated approximately 11.5mm from the bend. A DHR review conducted indicates that the product was manufactured according to required specifications.